Event description:
Unable to speak with the pt, this senior medical surveillance specialist reviewed info the pt/layperson gave to the customer care advocate, cca, in 2009. The pt alleged that her one touch ultra2 meter display contained a message with numerous words including, "too much food." The pt went on to allege that due to this "problem" she could not test to determine how much insulin to take for "10" daily injections. Therefore, the pt skipped her insulin (humalog and lantus) from noon eastern time to when she called lifescan, around 8 et. It was apparent the meter was in the comment section where the user may select comments after obtaining a blood glucose result such as not enough food, mild exercise, too much food. The pt denied going into this section. The pt successfully performed a test for the cca, result 345 mg/dl. The pt planned to self-treat with insulin after the call ended. The cca replaced the meter and test strips. It is unclear if the pt accidentally selected too much food when admittedly she pressed several buttons on the meter while attempting to test when "nothing came on the screen." The pt did not wish to continue troubleshooting with the cca indicating she could not see the screen due to blurry vision and was too tired. Besides diabetes, the pt has another health issue similar to lupus that requires chemotherapy and steroids. As the pt stated, the steroids increase her blood glucose. The complaint is reported due to the pt's allegation that the product issue contributed to her symptoms of dizziness, dry mouth, and "very blurry" vision because she did not know how much insulin to take and took none.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for eval. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.